Event description:
It was reported that the patient's leadless pacemaker exhibited loss of sensing, loss of capture and high pacing impedance. Chest x-ray imaging showed that the device had dislodged and had migrated into the right iliac vein. The device was successfully retrieved and was not replaced. The patient was in stable condition.